Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported recurrent mitral regurgitation could not be determined. The cause of the reported migration (partial clip movement) could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip migration and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4+. A mitraclip xtw was implanted, reducing mr to trace. There were no device or patient issues during the procedure. On (B)(6) 2023 at a follow-up echocardiogram, the mr had become severe recurrent at grade 3-4. There was no evidence of detachment or re-opening, but the clip appeared less secure than after the original procedure. It was not in the same vertical orientation that it had been after deployment. No additional treatment was performed on the patient. No additional information was provided.